Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 21:57:14. During night drain cycle two, the patient's ultrafiltration reading was 1039ml, indicating the home patient (hp) drained 1039ml more than their maximum programmed fill volume of 1500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The cause was one or more cycles were advanced to the next fill when a slow/no flow occurred above the minimum drain volume threshold. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The functional testing failed for a system error 1006 due to a poor connection at the digital/accomp harness. This is not a reportable failure and is not related to the iipv found in the logs. It is captured in related complaint (B)(4). Should additional relevant information become available, a supplemental report will be submitted.